Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed watchdog timeout, external ram crc and unexpected restart, and also had a blank display and beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the insulin pump recently stopped working and it gave a long-pitched beep and a blank display. The pump alarmed shortly after inserting a new battery. While troubleshooting the insulin pump alarmed again with the same alarms. The technician cleared all the alarms, blank display and beep anomaly with a new battery except for the external ram crc error alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display and a constant audio tone alarm (watch dog alarm), problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify signal too low and unexpected restart error alarms due to blank display. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.